Manufacturer narrative:
Investigation - a review of the complaint history, instructions for use (IFU), specifications, trends, and quality control of the device was conducted during the investigation. An introducer was returned for investigation. Visual inspection of the device verified separation of the hub from the shaft. A slight 4cm bend from the separation point was noted on the distal end, while the proximal end 0.5cm long showed significant stretching. There were slivers of shaft material inside the hub, which indicates a shaft separation instead of a hub separation. Based on examination of the returned device, excessive pressure applied to the device during usage, possibly caused a layer to be stripped off resulting in a separation from the hub. A review of the complaint history, device history record, IFU, quality control and visual inspection of the returned device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident.

Event description:
No additional information was reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during an angioplasty when upsizing from the micropuncture to a standard sheath, the hub came off during removal of the outer dilator from the patient. Nothing was left in the patient as the nurse was able to grab part of the catheter to remove the device. Reportedly the vessel was "quite scared" but the nurse felt it shouldn't have had any impact on the hub of the mp set. As the device was not stuck. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.